Event description:
Caller reported a cartridge alarm 20 issue with no adverse impact on their blood glucose level. Customer support, referred to as cts, confirmed recurring alarms with consecutive cartridges and decided to replace the pump. The pump was under warranty, and a replacement with updated software was arranged. The customer was informed on how to return the problematic pump and advised on how to set up the replacement. A backup therapy using multiple daily injections (mdi) was planned to avoid interruptions in insulin delivery during the transition.